Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported cardiac perforation may have been procedure related. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During an atrial fibrillation ablation procedure, a pericardial effusion occurred. Radiofrequency (rf) ablation was being performed around the left superior pulmonary vein when the patient became hypotensive. An intracardiac echocardiography (ice) catheter revealed a pericardial effusion, for which a sternotomy with surgical repair was performed to stabilize the patient. There were no performance issues with any abbott device.